Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital due to a heart rate of 40 beats per minutes and the implantable pulse generator (ipg) was unable to be interrogated. Multiple programmers were attempted, and the physician was unable to achieve magnet mode with two different magnets. Premature battery depletion was suspected. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Hybrid analysis confirmed the reported failure of no telemetry and no output. It was discovered that a poor weld between the positive battery terminal block and the ribbon wire to the hybrid had caused the ribbon wire to lift and caused an open circuit between the battery and the hybrid. If information is provided in the future, a supplemental report will be issued.